Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified infusor was involved in an under infusion incident during patient connection. The drug being infused, fill volume, and infusion duration were not specified. The reporter stated that the device was almost still full after an unspecified length of time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.